Manufacturer narrative:
(B)(4). The device history review could not be performed as the lot number provided does not match the product code reported on the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Johan gripper tip snapped off and fell in the patient during use. The broken part was retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. One (1) tool tip from product number pcvjg5 johans grasper was received for analysis, sample arrived in a closed zip bag without original packaging or any identification tags. Only the complaint documentation. During visual inspection was observed: one of the jaws of the tool tip is broken, issue reported by the customer "tip snapped off" was confirmed during visual inspection. Complaint was confirmed per visual inspection for the sample received. The cause for the issue reported is unknown at this time however, nonconformance # 60041164 has been previously opened and is currently in progress to further investigate the complaint issue and implement the corrective actions.

Event description:
Johan gripper tip snapped off and fell in the patient during use. The broken part was retrieved. There was no patient injury.